Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305200, lot # 2172519, it was reported by customer that they found reddish brown hard substance on the needle. Verbatim: rcc received a complaint via email. Email(s) attached substance on needle-contaminated" red brown hard substance on the filter needle.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A reddish-brown, hard substance was reportedly observed on the needle. To support the investigation, one unpackaged sample and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted using 10x and subsequently 30x magnification. No defects, imperfections, or foreign substances¿including the reported reddish-brown material¿were observed on the sample. The submitted photograph depicted a needle assembly without a plastic shield. However, no additional information could be obtained from the image. It is possible that the foreign material was lost during transit or during any preprocessing of the sample prior to its arrival at the manufacturing site. A device history record (DHR) review was completed for material number 305200, lot 2172519. The review found no quality issues during production that could have contributed to the reported condition. No related quality notifications were identified, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported condition could not be confirmed.